Event description:
It was reported to philips that the etco2 filter line was broken off in the etco2 port of the device. This would prevent a user from being able to acquire an etco2 reading. There was no patient involvement.